Event description:
During a lead dislodgement revision, it was not possible to unscrew the lead from the pm. It was decided to replace the pacemaker and the lead.

Manufacturer narrative:
The pacemaker was returned for analysis. A lead fragment was still attached to the device. The pacemaker was properly interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed in detail. The inner hexagon of the set screw was found marginal damaged indicating the presence of mechanical forces during the surgery. The set screw was found tightened. However, during analysis the lead fragment was disconnected without any problems. There was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Upon receipt the lead was found torn 4 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. During the visual inspection it was noted that the insulation was torn from both the is-1 connector and the outer conductor coil of the proximal lead fragment, the inner and outer conductor coil of both the proximal and distal lead fragment were found elongated and the distal lead fragment was found torn from the proximal lead fragment. These damages most likely occurred due to tensile stress during the explantation procedure. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. As a last step the manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the pacemaker and the lead were fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.